Event description:
Initially, the customer returned the homechoice device to the baxter for an unrelated issue. On (B)(6) 2011, global pharmacovigilance indicated a USA nurse reported a myocardial infarction in a male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Treatment was not reported for the myocardial infarction. On (B)(6) 201 the patient died of a myocardial infarction. Dianeal therapy was ongoing at the time of death. It is unknown if an autopsy was performed. The listed cause of death was myocardial infarction. On (B)(6) 2011, the nurse confirmed the myocardial infarction was associated with underlying cardiac disease and unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab. Upon completion of an evaluated, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received by the baxter product analysis lab (pal) operational and in good condition. The device failed the homechoice rite (return instrument test and evaluation) functional test for timing out during drain 1 but passed the rite electrical test. A review of the device logs revealed no anomalies, however a drain volume was identified that meets the iipv (increased intra-peritoneal volume) criteria and is addressed under manufacturer report number: 1423500-2011-10176. The product analysis lab performed an evaluation. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. A short simulated therapy was performed and completed successfully. Accuracy confirmation and temperature verification tests were performed and completed successfully. There were no problems found during an internal inspection. The device functioned properly during the evaluation. The assignable cause for rite test failure - timeout during drain 1 was undetermined. No device failure or malfunction was identified that could have caused or contributed to the patient death.